Event description:
The user facility reported that water was leaking from their washer. No injuries or procedural delays or cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the washer and found the flexible hose from the lubricant injection line disconnected from the washer. The technician replaced the hose, ran a test cycle and confirmed the washer to be operating properly. No additional issues have been reported.